Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had passed away at home. The reported cause of death was natural causes. The caller stated that the customer was not breathing and was unresponsive so he gave the customer glucagon. The customer had liver failure, chronic pancreatitis, two pneumonias, and was bipolar. The customer's blood glucose at the time of death was unknown; however the last recorded value in the glucose meter was 373 mg/dl at 10:19 pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.